Event description:
This pt was experiencing poor performance with their cochlear implant due ot the electrode array positioning. Therefore, the device was explanted in 2005 and they were successfully reimplanted with a new device at that time.